Event description:
It was reported that the patient heard "beeping noises" two times. The patient is wondering if it is related to the device. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead 2010 (B)(6), 4076 implantable pacing lead 2010 (B)(6). (B)(4).